Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient associated with the event was clarified. The patient¿s weight at the time of the event was unknown. It was unknown if the patient experienced any symptoms related to the empty pump. It was noted that as per the patient, the cause of the empty pump was because the patient was unable to come in. The patient had an appointment and the pump was to be refilled on (B)(6) 2020. It was noted that the physician advised on modifying the dose per day and observing the pump for volume discrepancies with future refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the hcp told the rep the patient's pump was showing the empty reservoir alarm. It was reported this occurred on (B)(6) 2020. Troubleshooting considerations were reviewed. No symptoms were reported.